Manufacturer narrative:
Weight, ethnicity, race: unk. G4-PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo13.7 -7.0/+0.5/051 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Refractive suprise is reported. The lens remains implanted. The cause is reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim (B)(4).